Manufacturer narrative:
Reported that the devices were disposed of. Evaluation is not possible. (B)(6). (B)(4).

Event description:
Functional - loose dr (B)(6) was trying to perform a lateral meniscus repair. T1 and t2 were successfully implanted. However, during tightening of the knot, t2 was pulled out. This happened to both of the ultra fast-fix we opened. There was no delay in the procedure. Meniscus was repaired successfully using a fast-fix 360. See complaint (B)(4) for the first device. Additional information received on (B)(6) 2015 indicated that the t1 and t2 implants were removed for both devices; the surgeon was confident no debris remained in the patient. This was a lateral meniscal repair of the red white area using a contralateral approach. The male patient, in his (B)(6), was noted to be okay post-procedure. The devices were discarded.